Manufacturer narrative:
E1 - event site name and postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during startup, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. An alarm sounded during startup, and the system failed to start. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. The fse reported that there is a possibility of an internal communication error. The software d.01 was reloaded.